Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: it was reported that leakage occurred between the connector and the mating device. To support the investigation, one photo and five locking injectors, four connectors, and the fluid dispensing device were provided for evaluation. Upon review of the photo, no evidence of leakage could be identified. Functional testing was performed by introducing liquid from the syringe connected to the n40-o and then through the c35-o connectors attached to the fluid dispensing connector. The liquid flowed through the system with no leakage observed at any connector interface. A water pressure test was also conducted. In this test, air pressure is applied through the connections while they are submerged in water to check for bubbles. No bubbles were observed, confirming that no leakage occurred. A device history review was completed for lot 2503726, and no deviations or non-conformances were identified during manufacturing that could have contributed to the reported concern. The product undergoes multiple inspections throughout the manufacturing process to ensure quality and functionality, including verification of all critical dimensions such as luer threading. Results for the reported lot were reviewed, and no issues related to this event were found. Dimensional testing was also performed on the provided samples, and all measurements met specification. Retained samples from the reported lot were evaluated as well. All product was inspected, no damage or defects were observed on the luer threading, and dimensional testing verified that the product met specification. Based on the investigation and review of device records, a root cause related to the product or manufacturing process could not be identified at this time. Complaints received for this device and the reported condition will continue to be monitored by the quality team for any emerging trends.

Event description:
No additional information.

Event description:
It was reported by customer that the leak occurred during the dilution step between the c-35 and fluid dispensing connector. Event description: this incident occurred during the dilution of cytarabine 20 mg/ml with normal saline. The drug leaked between the c-35 connector and the fluid dispensing connector the exact same failure point we reported previously. Not only is this a repeat problem and an obvious safety concern for us, but it also has puts a strain on our workflow. Each spill requires extensive time to properly doff and don ppe, clean and decontaminate the area, and then repeat the drug preparation process. This results in wasted supplies, increased costs, and most importantly, delays in patient care. Details of incident: drug involved: cytarabine 20 mg/ml. Final target concentration: cytarabine 5 mg/ml. Total final volume: 20 ml. Diluent used: 15 ml of 0.9% sodium chloride. Syringes used: bd luer lock 30 ml syringe, lot: 5105102. Bd luer lock 10 ml syringe, lot: 5141358. Cstd components used: two c-35: lot: 2503726. One fluid dispensing connector, lot: 0061974421. N40 connector lot: 2502302. Procedure summary: cytarabine 5 ml was drawn into a 10 ml syringe with a n40 connector with a c-35 and a fluid dispensing connector with additional c-35 connector that was then attached to a n40 connector with a 30 ml syringe containing 15 ml of 0.9% sodium chloride with a to create a total volume of 20 ml. The leak occurred during the dilution step between the c-35 and fluid dispensing connector. No patient/user harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.